Manufacturer narrative:
The device was evaluated by the returns department which found that the 4-way valve was stuck.

Event description:
(B)(4). The provider states the unit, out of the box, has the red light on 7857hf.

Event description:
(B)(4) the provider states the unit, out of the box, has the red light on 7857hf.